Event description:
It was reported that the ventilator generated an alarm indicating high oxygen concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The o2 gas module and o2 sensor was replaced as a precautionary measure. The ventilator then passed all functional and safety tests and was cleared for clinical use. The replaced parts was not returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).